Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance was observed on the implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead during follow up. Subsequently, the ICD was reprogrammed by changing the rv coil to can configuration. The impedance measurement went back to normal. However, once the configuration was changed to rv coil to right atrial (ra) coil, it gave a high shock impedance measurement. The physician was informed and it was decided to leave the rv coil to can configuration and scheduled the patient to a defibrillation threshold (dft) test on a later date. The ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that conductor fracture was no confirmed yet.

Manufacturer narrative:
The patient is scheduled for a dft on a later date. This investigation will be updated should further information be provided.

Event description:
Additional information received from the field representative that defibrillation threshold (dft) test was not performed and that the patient's system was changed to single coil configuration. There were no additional interventions done or planned for this patient. No additional adverse patient effects were reported.